Event description:
It was reported that during an unknown procedure, the nails firing, cannot be formed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: jammed staples. The analysis results showed that one device was returned non-functional due to jammed staples in the staple stack, the staples were manually removed and the device was tested for functionality, the device fired the remaining staples as intended and the staples were noted to have the proper box shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).